Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-49177. It was reported that patient experienced ineffective therapy due to high impedance on one of the leads. As a result, the lead was explanted and replaced restoring the therapy. It is unknown which lead is liable for the issue so all the suspected devices are reported.